Event description:
It was reported that during a laparoscopic sigmoid colectomy, the device did not fire properly/correctly. The device cut but did not form a staple line; no staples. There was a hole. No issues with removal were reported. Per the caller ¿the patient had a low tumor and this basically was a one shot deal.¿ the patient received a colostomy. One device returning/no anvil.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: additional information received: this file was reviewed by a cross functional team that is comprised of medical safety, research and development, life cycle engineer, marketing product director, post market surveillance manager, risk manager and regulatory reporting specialist during the weekly ae review and the following was requested: what purse stringing technique was used in this surgical procedure? Yes. Were the forces required higher or lower than expected to close the device? No. Were the forces required higher or lower than expected to fire the device? When firing it did not ¿crunch.¿ who fired the device? Assistant or the surgeon? User experience with the device? Surgeon; >400 times. Was there audible and tactile feedback from firing the device? Not normal feedback. What confirmation did the surgeon receive that the anvil was firmly attached? Usual click; it closed tightly. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Proctoscopy demonstrated large leak as did laparoscopy are any post-operative x-rays available? Unk. What happened to the anvil? Is it available for return? Per or personnel, it was reported to jnj ethicon, prior to sending back the stapler, that the anvil was inadvertently misplaced (probably discarded). What is the patient¿s current condition? Patient required colostomy.

Manufacturer narrative:
(B)(4). Additional information: knife. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present, however the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed and the device was tested for functionality with a test anvil, it fired and formed all the staples, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.